Event description:
The patient reported via the company representative (rep) that they had an appointment with her with doctor on the day of this report. The patient could sync with the patient programmer (pp) after several tries but it was difficult. The patient has been unable to charge the implantable neurostimulator (ins) since implant due to poor connectivity. The rep tried to get a connection with the charging paddle and the best they could get was 2 boxes (very poor connection). The doctor was going to give it 1-2 more weeks to see if anything changes and if the issue resolves itself. If not, the pocket will need to be revised. The rep thought the ins was implanted too deep. The patient was irate. The doctor wanted to replace the recharger just to make sure that the recharger was not the issue. An ultrasound machine was used to find the ins and check depth. The ins was about 3cm deep, possibly deeper in other areas. Even after locating the ins, they could not get good coupling with the recharging unit. A patient factor that may contribute to this issue was patient obesity. The rep was concerned that the patient will go into overdischarge, this was communicated to the doctor. Impedances were within normal limits and the patient was getting great therapeutic benefit. The patient was very happy with the stimulation she receives; she has good coverage and it helps with her pain. The patient was alive with no injury. Additional information will be obtained from the doctor on (B)(6) 2016. The indication for use included lumbar radiculopathy and spinal pain. Additional information received from the manufacturer representative reported that the issue persisted. The patient was going to have a pocket revision to correct the issue. The healthcare professional wasn't going to make it so deep and was going to have the implant flat and not on an angle. The patient was scheduled to have this done on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.